Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing and conductor fracture. No intervention was performed. The patient was in stable condition and will continue to be monitored.